Event description:
Baxter product surveillance received a report from a veterinary customer of a flo-gard infusion pump that alarmed with failure code 72. This condition occurred prior to use. The care area in which this occurred was not provided. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with failure code 72 was not confirmed or duplicated by baxter service personnel. This device is end of life and service is no longer being performed on this device. No cause could be determined and no repairs were made to the device for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is no longer receiving product support in the united states market. The customer will not be sending this device back for evaluation and a request for the device will not be made. A follow-up report will be submitted if any additional details become available. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was performed with no exceptions during manufacturing found.